Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels (250-500s mg/dl) with a 1.0-1.5 ketone level. The cause was not known. Insulin injections were administered to address the high bg. As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg with a healthcare provider.